Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocars had a smoother surface and two of the three slipped out of the eye during a pars plana vitrectomy procedure. There was a significant decrease in pressure and the patient experienced a choroidal hemorrhage. Draining of the choroidal hemorrhage was performed.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gauge size. Any non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).